Manufacturer narrative:
Investigation summary: one photo was received by the customer with the smartsite circled as the indication of the location of the failure. The information provided is appreciated but without further information like a physical device for testing, the complaint of separation cannot be verified and the root cause remains unknown. A device history record review for model 10014881 lot number 22119316 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 bd alaris¿ smartsite¿ low sorbing secondary set the tubing separated and chemo leakage occurred. There was a small delay in patient treatment. This is the 2nd of 2 reports. The following information was provided by the initial reporter: the blue came apart from the tubing allowing the chemo drug to spill out. It was reported by customer that they got another two defective sec 20dp w/ss dc low sorb 10014881.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd alaris¿ smartsite¿ low sorbing secondary set the tubing separated and chemo leakage occurred. There was a small delay in patient treatment. This is the 2nd of 2 reports. The following information was provided by the initial reporter: the blue came apart from the tubing allowing the chemo drug to spill out. It was reported by customer that they got another two defective sec 20dp w/ss dc low sorb 10014881.